Event description:
It was reported by the patient that after using a battery operated weed whacker they are losing consciousness and are dizzy. The patient stated the symptoms are similar to those they had prior to having the pacemaker. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).